Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded endovascular treatment of aorto-iliac occlusive lesions with covered stents is a reliable, effective and durable technique.

Event description:
Article received: elie, a. E. (2016). Evaluation of the mid and long term results of the covered stainless steel stents in the treatment of aorto-iliac occlusive lesions. Annals of vascular surgery, e8. Purpose: to evaluate, in the mid and long term, the primary patency of the covered stents used in first intention to treat aorto-iliac occlusive lesions and to identify the predictive factors of restenosis and thrombosis. Per the article adverse events included hematoma, pseudoaneurysm, thrombosis, and restenosis.